Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported stent dislodgement was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. There were visible crimp marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture. In this case, based on the reported information ,it is likely that inadvertent mishandling and/or forced was used during sheath removal during resulting in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 9.0x59mm omnilink elite stent dislodged and completely came off the balloon in the sheath during device preparation. The device was not used and there was no patient involvement. Another omnilink elite stent delivery system was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.